Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and a system error 2367 which occurred on the homechoice (hc) during dwell. The technical service representative (tsr) explained the alarms to home patient (hp). The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection, and no patient extensions were in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The hp stated that a bag had fallen and disconnected. The tsr had the hp cycle the power. The hp was to restart with new supplies. The hc was operational. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed, based on the customer report. The root cause was use error - supply bag fell and disconnected. The label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA.